Manufacturer narrative:
Correction: h3. Yes h6. Investigation findings: 4248. Investigation conclusions: 18. Device evaluation: visual inspection of the returned implants revealed wear marks on the plate face and within the tulip slots suggesting one of the rods may not have been fully seated or normalized during lockdown. If the rods are not fully normalized, the construct may become unstable. Labeling review: failure to confirm that prebent rods are normalized to the plate and rod-to-plate contact is achieved outside the anodized bend zone may result in an unstable construct. Failure to fully seat a tulip beyond the stop within the track of the occipital plate could compromise the mechanical stability of the construct. Labeling review: warnings/cautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
Following final tightening of the set screw, the tulip head remained loose within the occipital plate. The surgeon elected to remove and replace the hardware, which resulted in a delay in the surgical procedure.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.